Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4. Investigation ¿ evaluation: it was reported, during a transurethral urolithotomy, the sheath of a flexor parallel ureteral access sheath and dilators was inserted into the right renal calyx and stones were collected with a basket. After the fourth or fifth stone was removed, the inner lumen coating of the sheath began to peel. The procedure was able to be completed using the sheath and the user ensured there were no stones or remains of the peeled coating in the kidney. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. Upon visual inspection, clear fiber like material was observed coming out the distal end of the sheath and on the distal tip of the dilator. The clear fiber material was likely the inner lining of the sheath. After the dilator was soaked in water, a functional test was performed and the dilator was able to transition smoothly within the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_flxrp_rev5, did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the issue was not conclusively established. It is possible that the other devices inserted through the scope peeled the liner, however, no information was known about other devices used in the procedure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a transurethral urolithotomy, the sheath of a flexor parallel ureteral access sheath and dilators was inserted into the right renal calyx and stones were collected with a basket. After the fourth or fifth stone was removed, the inner lumen coating of the sheath began to peel. The procedure was able to be completed using the sheath and the user ensured there were no stones or remains of the peeled coating in the kidney. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence.